Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D: device identification- additional. H2: type of follow up- additional information. H4: device mfg date- additional.

Event description:
Subsequent to the initial MDR, additional information has been received.